Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in atrial pacing inhibition and inappropriate mode switch. The noise was reproducible with isometric exercise. Programming changes on the atrial sensitivity was performed. The patient was in stable condition.